Manufacturer narrative:
Device investigation narrative - one used 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Inserter, anchor and suture threader were returned, no stay suture. Visual assessment of the anchor showed three of the distal anchor fins are missing. The remaining fins are compressed against the anchor. The anchor remains attached to the suture threader. Inserter was functionally tested and the inner plug moved within the anchor as intended. The condition of the device indicates an attempted insertion of the anchor took place causing the fins to break off. With the limited clinical information provided regarding site preparation and patient bone quality no root cause can be determined. Further investigation is not warranted at this time. (B)(4).

Event description:
It was reported after the suture passed the cavity gap, before the implantation it was found several wings were missing. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.